Manufacturer narrative:
Concomitants -product information: 5118471 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; 4977431 02-020-13-0230 - truliant cr cem fem cr cem left sz 3; 5311193 200-02-32 - three peg patella 32mm; 4578598 201-78-15 - holding pin mini sharp point 4 pk pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018, and then experienced a revision surgical procedure on (B)(6)2020, approximately 1 year, 9 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
B1: checked box product problem. B2: checked box hospitalization - initial or prolonged. B5: describe event or problem - removed dates from summary. G1:corrected contact information. G3: add date received by manufacturer h6: corrected health effect-clinical code f, add type of investigation code b, add investigation findings code c, add investigation conclusions code d. The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty and then experienced a revision surgical procedure approximately 1 year, 9 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.